Manufacturer narrative:
Citation: a. Olasinska-wisniewska et al. "Femoral artery anatomy-tailored approach in transcatheter aortic valve implantation" adv interv cardiol 2017; 13, 2 (48): 150¿156; doi: https://doi.org/10.5114/pwki.2017.68050. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding femoral artery anatomy-tailored approach in transcatheter aortic valve implantation. All data were collected from a single center between september 2010 and september 2015. The study population included 152 patients (predominantly female, mean age 79 years), 101 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients four deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: hematoma, pseudoaneurysm, access site bleeding, femoral artery dissection, post-procedural bleeding, retroperitoneal bleeding, iliac artery injury with major bleeding, minor bleeding, life-threatening bleeding. Based on the available information, these adverse events may have been attributed to medtronic product.